Manufacturer narrative:
B5; medtronic received the following information from a journal article entitled; ¿comparative retrospective cohort study of carotid-subclavian bypass versus in situ fenestration for left subclavian artery revascularization during zone 2 thoracic endovascular aortic repair: a single-center experience". Ozcinar e, dikmen n, baran c, buyukcakir o, kandemir m, yazicioglu l. Journal of clinical medicine 2024 aug 26;13(17):5043. Doi: 10.3390/jcm13175043. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿comparative retrospective cohort study of carotid-subclavian bypass versus in situ fenestration for left subclavian artery revascularization during zone 2 thoracic endovascular aortic repair: a single-center experience". The time frame of this study was over a 13 year period. A retrospective review of all patients undergoing zone 2 tevar with in situ fenestration (isf) or carotid-subclavian artery bypasses for lsa revascularization. 51 patients were included in the study of which 32 patients were treated with a carotid-subclavian bypass for left subclavian artery revascularisation and 19 were treated with an in situ fenestration for the left subclavian artery revascularization. Valiant and non mdt stent grafts were implanted. Among the patient population the following malfunctions occurred:  type I endoleak the following injuries were reported; lymphocele, haematoma, pseudoaneurysms, renal insufficiency, respiratory failure, stroke, spi nal cord ischemia, patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any death.